Event description:
It was reported that this implantable right ventricular (rv) lead exhibited high out of range shock impedance during test. Technical services (ts) was consulted and confirmed high out of range measurements during in clinic testing. The health care professional (hcp) has been consulting with the physician. At this time this ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable right ventricular (rv) lead exhibited high out of range shock impedance during test. Technical services (ts) was consulted and confirmed high out of range measurements during in clinic testing. The health care professional (hcp) has been consulting with the physician. At this time this ICD system remains in service. No adverse patient effects were reported. Additional information was received and the patient with this rv lead has been exhibiting discomfort related to the lead. No adverse patient effects were reported.

Event description:
It was reported that this implantable right ventricular (rv) lead exhibited high out of range shock impedance during test. Technical services (ts) was consulted and confirmed high out of range measurements during in clinic testing. The health care professional (hcp) has been consulting with the physician. At this time this ICD system remains in service. No adverse patient effects were reported. Additional information was received and the patient with this rv lead has been exhibiting discomfort related to the lead. The rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.